Manufacturer narrative:
Results: faulty foot-left load cell.

Event description:
It was reported by service report that the scale was not working correctly. No patient involvement or adverse consequences were reported.